Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and one physical sample were provided to our quality team for investigation. Through visual inspection, a burn streak was observed extending through the syringe barrel, verifying the reported concern. A device history review was conducted for lot 2411029, and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections at multiple stages of production in accordance with established procedures. A review of inspection results confirmed that the product met all required specifications. Machines undergo routine cleaning and maintenance, and injection machines are run prior to use to remove any excess materials, rejecting the first few pieces. Retained samples of the reported lot were used for additional evaluation. All product was thoroughly inspected, and no burnt material or other foreign matter was observed. While we could not identify a direct issue, the burnt material may have been generated during the molding process. Manufacturing personnel have been notified of this observation to increase awareness. Additionally, a project has been initiated to further reduce the potential for burnt material during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: I would like to report a quality issue regarding the bd plastipak luerlock syringe 50 ml (ref 300865) with batch number 2411029 (expiry date: 31-10-2029). It was reported that brown streaks are visible in three syringes, as shown in the attached photo. This contamination is located on the inner wall of the cylinder. It is possible that more syringes from the same batch are affected, but this is not yet fully known. We request that you investigate this deviation and provide us with instructions on how to proceed. If you have any questions, please do not hesitate to contact me.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.